Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl; cause of low was unknown and customer could not recall if the pump was in use at the time of the low. Low resulted in the customer losing consciousness and unspecified "long lasting complications". At the time of the event, customer was currently hospitalized for a non-diabetic event, and required assistance from healthcare providers to address the low bg. Customer could not provide specific details of intervention due to being unconscious during event. Customer also reported bleeding occurred, but could not provide further details or if bleeding was due to low bg or other non-diabetes related events. Recommendation was made to consult with a healthcare provider to discuss diabetes management.